Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced an insulin flow block alarm event with their infusion set on (B)(6) 2025. The patient noticed symptoms 3 or more hours after insertion. The insertion site was located in the upper buttocks area. The blockage was determined to be at the insertion site itself. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.